Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2006; 5076-52, lead, implanted: (B)(6) 2008.

Event description:
It was reported that the implantable pulse generator (ipg) device had premature battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead exhibited high threshold. Reprogramming was performed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.